Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of machine keeps cutting off and on during the night. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And during the evaluation, additional failures observed the burned pcba and usb cover missing. The customer complaint was not reproduced. There was one error has been identified. The device was scrapped.